Event description:
It was reported that the left ventricular (lv) lead was no longer capturing. In the one vector that it is capturing the patient is feeling strong diaphragmatic stimulation. An x-ray was performed and no anomalies were noted. The lv lead was turned off. The patient was stable.